Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to stage 1 infection. Patient also has a history of krohn's disease and is immuno-compromised. This will be the 3rd revision of this knee (1 full tibial & poly revision, two I&ds with poly exchange). The femur and patella were implanted (B)(6) 2016 the same hospital. The tibial construct (tray/sleeve/stem) was implanted (B)(6) 2020 with the same hospital also. The patient cultured positive for staph/epi which is the same as the I&d back in (B)(6). Doi: (B)(6) 2016 (femoral & patella); (B)(6) 2020 (insert, tray, sleeve & stem); (B)(6) 2020 (insert only). Dor: (B)(6) 2020. Right knee.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.